Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an adverse event had occurred. The patient stated that last wednesday (B)(6) 2017 at 6pm he had a hypoglycemic event. The patient stated that he had skipped breakfast that day and only had a granola bar for lunch. The patient stated that his blood glucose had dropped to around 60mg/dl so he drank orange juice. When the patient got home his blood glucose was still running low. The patient believes he had no carbs since he skipped meals. The patient said that his blood glucose dropped from 120mg/dl to very low. The patient became unresponsive and the patient's wife called the paramedics. The patient was taken to the hospital and was given a shot of dextrose. The patient was there until 12:30 am. The patient was monitored in the hospital and had to eat a half an italian sandwich then was released. The patient's wife is not sure if the dexcom alerted since she was upstairs at the time. There is no allegation towards the dexcom system. No product defects or failures were alleged. No additional event or patient information is available.